Manufacturer narrative:
Establishment name: medtronic minimed street: 18000 devonshire street city: northridge state, province or territory: ca california country: united states of america post office or zip code: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4).

Event description:
It is reported that the patient faced adhesive on (B)(6) 2026. The infusion set fell off while changing clothes. The site was abdomen.